Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Clinical symptoms (cardiac arrest): the cause of the injury was not determined due to insufficient clinical details. Patient anatomy or condition prior to therapy: the patient's anatomical condition prior to pump use was most likely related to a pre-existing patient condition.

Manufacturer narrative:
Although the patient's presenting condition may be more likely have impacted the event the impella pump cannot be excluded as a possible contributing factor in the patient's demise as the pump was intended for use but could not be placed due to severe peripheral vascular disease. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient noted as high-risk percutaneous coronary intervention (pci) was being implanted with an impella cp device for mechanical circulatory support. The patient was noted to have severe peripheral artery disease, which prevented adequate vascular access for the impella cp placement. The pci proceeded without impella cp support, where the patient developed an acute stent thrombosis involving the stents placed in the left anterior descending coronary artery and left main coronary artery. The patient went into cardiac arrest, and despite 40 to 45 minutes of advanced cardiac left support and multiple attempts to restore coronary flow, there was no return of spontaneous circulation and the patient expired.